Manufacturer narrative:
Additional information h10: use errors and proper user instructions are addressed in the spectrum infusion systems operator's manual, which is shipped with every spectrum pump. The operator's manual instructs the user in section cleaning the ac power adaptor to always 'dry the ac power adaptor thoroughly' before plugging it to the power source when exposed to liquids. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Troubleshooting of the pump and wireless battery module revealed no hardware or software abnormalities. Internal inspection of the pump was performed. Visual inspection of the printed circuit boards and flex cables did not identify and damaged or corroded components. The pump was functionally tested with no issues identified. All calibration values were found within specification. A new power adapter was utilized to complete testing but no correction to the pump or wireless battery module were required. Visual inspection of the alternating current (ac) power adapter confirmed burn damage due to a short that occurred inside the power socket that was returned as part of the investigation. The ac adapter was evaluated by both baxter and the ac power supplier with both confirming the ac power adapter is still fully functional, and the burn damage observed to the prongs was a result of a short caused by shampoo and water spills inside the power socket. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power adapter of a spectrum pump caught on fire. The pump was not in use when the incident occurred, as it was on standby and was being charged in the intensive care unit (ICU). The nurse was washing the patients' hair when she noticed a burning smell. Moments later she saw the flames and rushed the patient out of the room. The fire was put out with a fire extinguisher and the fire department was called. There was no patient involvement. No additional information is available.